Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was damaged. It was also noted that the patient was experiencing discomfort and loss of stimulation. The patient underwent a lead explant procedure. No further information could be obtained despite good faith efforts.